Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Tested device for 3-4 hours but no problem found. Checked leak, o2 calibration then ran for an hour, tested compressor all values are correct. The o2 stayed at correct percentage on different settings. Confirmed that this ventilator is working as intended.

Event description:
The customer reported that the avea comp ventilator experienced fio2 inaccuracy. At this time, there is no information regarding patient involvement associated with the reported event.